Event description:
The customer stated that his breeze meter was not reading the same as his one touch meter. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust diet or medication or allege any adverse events. He was able to reset the meter to mg/dl, and no product will be returned.